Event description:
A patient reported experiencing inaccurate erratic result with a ot profile meter. The patient's blood glucose results wew 145mg/dl, 249mg/dl. Test were done less than 20 minutes apart with a difference of 47%. Patient did not experiecnce any adverse events. No further info has been reported.